Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (investigation findings, investigation conclusions) there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Attempts to retrieve additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) could not be reviewed, as the device serial number was not provided.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm edwards' aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 8 years due to unknown reason. The tavr was performed with a 23mm 9755rsl transcatheter valve. The procedure was successful.